Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unknown date, the patient was hospitalized for unknown indication. It was not reported if the patient was still hospitalized when the event started or if the patient remained hospitalized post event onset. The patient was treated with intraperitoneal vancotroy (2 g stat dose) and intraperitoneal gentamycin (20 mg once daily for 14 days) for peritonitis. The cause of the peritonitis was not reported. Action taken with therapy was not reported. At the time of this report, the patient had recovered with sequelae. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was completely recovered from the event (previously reported as recovered with sequelae). Should additional relevant information become available, a supplemental report will be submitted.